Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 205 mg/dl. The customer could not prime the set. The customer was advised that he will get replacement set and reservoir. The customer stated that he got a different set and reservoir and was able to change the set without an alarm.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump monitored for several days. The insulin pump received with normal operating currents. No unexpected battery out limit noted. Unit received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.